Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The e411 analyzer serial number used at the other clinic was not provided. The e411 analyzer serial number used at the investigation site was not provided. Based on the confirmatory testing performed by the customer, the patient¿s hiv combi results were false positives. False positive results may occur for the elecsys hiv combi pt test, as the assay has a specificity of < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hiv combi pt performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys hiv combi pt (hiv combi) on 2 cobas e 411 analyzers (rack system). The initial result from the e411 analyzer was 1.76 coi (positive). The repeat result was 1.79 coi (positive). The patient was tested at another clinic, and the hiv result from an unspecified method was "negative." The patient was tested at another clinic using an e411 analyzer, and the hiv combi result was "positive." The sample was tested by polymerase chain reaction (pcr), and the result was "negative." The sample was tested by western blot, and the result was "negative." The original sample was submitted for investigation and tested on an e411 analyzer where the hiv combi results were 1.86 coi (positive) and 1.90 coi (positive). Immunochromatography assay results (anti hiv-1 and anti hiv-2) were negative.